Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and idiopathic intracranial hypertension. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included ovarian cyst, breast tenderness, fatigue extreme, lower abdominal pain, breast pain, depression, metrorrhagia, amenorrhea, vaginal bleeding, mood altered and uterine leiomyoma. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and premenstrual dysphoric disorder ("other injury(ies) or complication(s) please describe: pmdd symptoms"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy /salpingectomy (bilateral},hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and premenstrual dysphoric disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, premenstrual dysphoric disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added- abdominal pain. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and idiopathic intracranial hypertension. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included ovarian cyst, breast tenderness, fatigue extreme, lower abdominal pain, breast pain, depression, metrorrhagia, amenorrhea, vaginal bleeding, mood altered and uterine leiomyoma. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and premenstrual dysphoric disorder ("other injury(ies) or complication(s) please describe: pmdd symptoms"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6)2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and rash papular ("rash on: under my arm, between my thigh,under my breast and lower tummy,red and bumpy,itches"). The patient was treated with surgery (bilateral salpingectomy /salpingectomy (bilateral},hyst. (Full)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and premenstrual dysphoric disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and rash papular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, premenstrual dysphoric disorder, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. (B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram. On (B)(6)2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: event was added- rash on: under my arm, between my thigh,under my breast and lower tummy, red and bumpy, itches. Reporter added we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and idiopathic intracranial hypertension. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included ovarian cyst, breast tenderness, fatigue extreme, lower abdominal pain, breast pain, depression, metrorrhagia, amenorrhea, vaginal bleeding, mood altered and uterine leiomyoma. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and premenstrual dysphoric disorder ("other injury(ies) or complication(s) please describe: pmdd symptoms"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6)2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and premenstrual dysphoric disorder had resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, premenstrual dysphoric disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and idiopathic intracranial hypertension. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included ovarian cyst, breast tenderness, fatigue extreme, lower abdominal pain, breast pain, depression, metrorrhagia, amenorrhea, vaginal bleeding, mood altered and uterine leiomyoma. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and premenstrual dysphoric disorder ("other injury(ies) or complication(s) please describe: pmdd symptoms"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and premenstrual dysphoric disorder had resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, premenstrual dysphoric disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added:abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, other injury or complication(s) please describe: pmdd symptoms, pain were added. Lot number, reporters information, historical drugs and concomitant conditions were added. Outcome of events pmdd symptoms and pain from unknown to recovered/resolved were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.